Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because 12 years have passed since the device was delivered. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The snow noise was displayed on the ultrasound image. The ultrasound image was sometimes blinked. The ultrasound image was not displayed due to a scratch on the ultrasonic transducer. The adhere of the bending section rubber was detached and worn out. The connecting tube coating was peeled. The play of the up and down knob was out of the standard value due to the wear of angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the ultrasound image was not clear. The device was returned to olympus repair center. Olympus repair center found that the surface of the ultrasound probe was peeled. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.